Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected field: g4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope had blurry image, fiber breakage, dents and bent on outer tube, dents on distal frame and edge and loose light guide adaptor. Based on the results of the investigation, a root cause could not be identified. However, it is likely crack on lens caused blurry image on the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's lens made the screen look cracked. The issue occurred during set up for use. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available